Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred. During the procedure, a 300cm, 8cm poly tip v-18 control wire was used to cross the lesion. However, it got fractured inside patient body. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.